Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's relative reported. Emergency medical service was dispatched sometime between 9pm and 12am. User said sensor failed and pump did not alarm. User said she had sensor updating and change sensor and pump restarted in the middle of the night. User alleged over delivery. Customer does not use auto mode.